Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5102174). The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged that the device is noisy. In addition, the patient reported junky eyes, cough, chest congestion, heavy chest, phlegm in throat, brain fog, persistent headache, lightheaded and stomach not feeling well. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.